Event description:
A event log review has been requested. There was an over infusion of bumex. The infusion was hung as an IV piggyback. The ordered dose was "15mg/60cc" to infuse at a rate of 4ml/hr, with a volume to be infused of 60ml. It was reported the entire bag infused in 15 minutes. The event did not cause a delay that changed the course of treatment for the patient. No medical or surgical intervention was required as a result of the event, nor any adverse effects to the patient as a result. Although requested, no patient information was provided.

Manufacturer narrative:
Additional information: g.3.

Manufacturer narrative:
The report of an over-infusion of bumex was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The pump module event log shows pump module s/n 15416337 was programmed to infuse bumetanide continuous 15mg in 60ml (drugid 74) at a rate of 4ml/hr with a vtbi of 60ml at 3:18 pm on (B)(6) 2020 and ran until 12:42 am on (B)(6) 2020 when the device alarmed for air in line. At 1:53 am, the user changed the vtbi to 60ml and restarted the infusion. Between 12:57 am and 1:14 am, the device alarmed three more times for air in line. The first two instances the infusion was restarted. After the third instance, the device was programmed with a delay. The delay was extended three times before the pump module was eventually channeled off. The volume recorded as being infused during this period was 38.553ml. The starting/ending volume of the fluid container cannot be determined through device logs. The event description stated that the infusion was hung as an IV piggyback, however it cannot be determined if the bag was hung as a secondary infusion, although the programming shows that bumetanide was programmed as a primary infusion. The pump module and disposable sets were not returned for investigation. The root cause of the reported over-infusion of bumex was not identified.

Event description:
A event log review has been requested. There was an over infusion of bumex. The infusion was hung as an IV piggyback. The ordered dose was "15mg/60cc" to infuse at a rate of 4ml/hr, with a volume to be infused of 60ml. It was reported the entire bag infused in 15 minutes. The event did not cause a delay that changed the course of treatment for the patient. No medical or surgical intervention was required as a result of the event, nor any adverse effects to the patient as a result. Although requested, no patient information was provided.